Manufacturer narrative:
(B)(4): this customer reported that the device stopped working while in use on a pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that the device stopped working while in use on a pt.